Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm. On (B)(6)2024, the patient experienced missing wire after removal after the sensor was inserted in the arm. According to the report, the patient got an ultrasound on (B)(6)2024 and found the wire was still inside her skin parallel to the skin. The physician assistant tried to remove the wire but was not successful. She was referred to see a general surgeon. She received novocain and had stitches. The patient was reportedly an outpatient, so after the surgery she just went home. At the time of the report, the patient's arm still hurt. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.